Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed rise in pacing impedance and high capture threshold on the right ventricular (rv) lead. No changes or interventions were reported; the patient will continue to be monitored. The patient remained stable before, during, and after the event.